Manufacturer narrative:
The investigation identified an installation failure of the battery. Due to this incorrect installation a collision occurred between the battery and a metal part when the column was moved into the lowest position. This collision caused a damage to the battery housing and following a short circuit inside the battery. The service manual of the operating table indicates clearly the correct installation procedure and to pay attention for the correct installation of the battery. Based on this no further action is necessary.

Event description:
It was reported, during a customer presentation smoke was coming from the or-table. Upon inspection it was identified that one battery started to burn. No injury was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The investigation for the root cause is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported, during a customer presentation smoke was coming from the or-table. Upon inspection it was identified that one battery started to burn. No injury was reported. This report was filed in our complaint handling system as complaint # (B)(4).